Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a hl20 twin pump displayed the error message "head". The event occurred during start up. No harm to any person has been reported. The failure can cause an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error message "head" indicates that the motor tacho is showing a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair on 2024-05-29. The optical tacho board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The failure was already investigated in a similar complaint by the getinge life cycle engineering on 2019-08-26 with the following outcome. The most probable root cause could be determined as a broken wiring of the optical tacho board. Due to the age of the device and this component optical tacho board age related aspects can be considered as well. The review of the non-conformities has been performed on 2024-05-29 for the period of 2024-04-18 to 2013-04-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-04-25. Based on the results the reported failure "error message head" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that a hl20 twin pump displayed the error message "error head". The event occurred during the start up. No harm to any person has been reported. Complaint ID: (B)(4).